Manufacturer narrative:
The t:slim x2 basal iq user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported occlusion alarms occurred. System check with tandem technical support (cts) was performed for the first occlusion alarm, and no issues were identified. Customer changed supplies, and resumed insulin delivery. System check could not be performed with cts for the second occlusion alarm, as the occlusion occurred in the past. Customer reported changing supplies every three days. Tandem clinical support informed customer this is off-label per the user guide. Customer reverted to manual injections for insulin delivery. Customer¿s blood glucose level was 315 mg/dl.